Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display during dwell 4. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting and advised the hp to start over with new supplies or perform capd to complete therapy. The tsr instructed the hp to inform their nurse of the alarm. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed and the root cause was undetermined.